Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The user's blood glucose (bg) level was 298 mg/dl. Reportedly, the adhesive patch of the occlusion was wet. The user addressed bg level by delivering a bolus and changing the site.